Event description:
Healthcare professional reported, a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve bond edge assessed as unidentified (tear). No additional observation. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: b1, d4, d9, h3, h4, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.